Manufacturer narrative:
Additional information: according to the currently available information, a problem with the active electrode is suspected, most likely caused by an external mechanical impact due to an accident. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma has been reported.